Event description:
Multiple occlusion alarms were reported. There was no reported impact to the customer's blood glucose level. The customer resolved the issue by performing a fill tubing process until insulin drops were visible and then resumed insulin delivery. Reportedly, the customer was using fiasp brand insulin, which is considered off label insulin.